Event description:
It was reported this pacemaker device exhibited oversensing on the right atrial (ra) channel. Technical services (ts) reviewed and recommended programming options and to increase the max tracking rate as this patient had lot of false atrial tachy response (atr) events. Ts also stated to increase the atrial blanking as there were lot of false atrial fibrillation (af) episodes for ventricular sense oversensing on the atrial channel. This device remains in service. No adverse patient effects were reported.